Manufacturer narrative:
Samples received: we have received 2 open samples, used with the needle separated from the thread. Preliminary analysis: stock review:: checked the stock verified that to date we do not have available units of this product code and lot in reference. Quantity produced / imported: this product code and batch number produced (B)(4) units in total. Background: the database of complaints was reviewed and it was evidenced that to date no reports have been received for this cause, which are related to this batch number and product code batch record: the batch record was checked and it was evidenced that this product had a normal process and the results obtained during the process, complied with the requirements established in the usp and those required by b. Braun. Results for batch release: the results obtained for batch release, in relation to the resistance to assembly, met the requirements required for this type of suture. Results: average = 1.88 kgf. -maximum = 2.54 kgf. -minimum = 0.81 kgf (average usp requirements: 1.10 kgf.) Likewise, the results for the tensile strength at the knots for the batch release, meet the requirements of the usp. Results: average = 2.81 kgf. -maximum = 3.05 kgf. -minimum = 2.27 kgf. (Usp requirements: average 1.44 kgf). Analysis of the sample (s): because the two units received as samples were used, it was not possible to perform the tensile strength test at knot and resistance to reinforcement (needle-wire assembly) by means of which the value in force in which thread breaks. The received samples were subjected to a visual examination where it is evident that one of the sutures was found without the needle, this could happen during the manipulation with the clamp or needle-holder, since pressure marks could be observed in other part of the thread caused by the needle carrier, as well as cutting the thread at the thread-needle junction by an external heat source. Similarly, in the other sample related to the breaking of the thread, it is evident that the thread is divided into two pieces and have a length of 11 cm and 9 cm respectively; and it attaches the needle, in one of the parts. These wire fragments were reviewed using stereoscope. It was possible to visualize, that the cut was probably caused by contact with the heat, as can be seen in the attached images. Conclusions: based on the research carried out, the claim is determined as "not confirmed", since on the samples received it is evidenced that the breaking of the thread and the needle, could have been generated by incorrect manipulation. Actions: no corrective and / or preventive action is taken, as the cause of non-conformity is not associated with product quality.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It is reported that the thread tend to detach easily from the needle and the thread breaks easily.